Event description:
It was reported that a lead conductor fracture was observed with this right atrial (ra) lead, which caused impedance measurements to increase over 3000 ohms. Subsequently, this lead was explanted and replaced, and is expected for return. No additional adverse patient effects were reported.

Event description:
It was reported that a lead conductor fracture was observed with this right atrial (ra) lead, which caused impedance measurements to increase over 3000 ohms. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Two circular marks were noted on the lead insulation, which corresponds to grooves on the suture sleeve, suggesting suture sleeve was likely tied down (27-29.3 cm) from the terminal end. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 26.7 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high pacing impedance was likely caused by the confirmed fracture.